Event description:
The hcp reported the pt was experiencing withdrawal symptoms. A catheter dye study and rotor study were done with the report of "no clinical reason could be found" and the decision was made to replace the entire device system. A follow up report will be sent when additional information is received.